Event description:
It was reported that the cartridge was leaking from the septum. Customer saw bubbles leaking out when attempting to load the cartridge. Reportedly, the cartridge was exposed to cold temperatures (-20 degrees fahrenheit). There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.